Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to request assistance with programming the replacement. Assisted the customer to program the device. The blood glucose reading at time of call was 268mg/dl. The customer mentioned being hospitalized the day before and she was given long acting insulin to treat for the remainder of the day. No further information was provided.